Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. There is blood in the balloon. There is tip damage. Microscopic examination revealed the balloon has a pinhole 4mm from the proximal markerband. There are numerous hypotube kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery(ata). A 2mm x20mm x143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, on the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 2mm x20mm x143cm coyote¿ es balloon catheter. No patient complications nor injuries were reported.